Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6) hospital. Investigation results: device analysis findings: the 28 x 4.00mm promus premier ous mr stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found no issues and no issues were identified along the entire shaft polymer extrusion. A detailed visual, tactile and microscopic examination identified a stent detached with stent severely damaged and stretched. A microscopic examination of the balloon material and tip profile were found no issues. A wire insertion test was performed. The device did track along a 0.014 test guidewire with no issues. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of unintended use error caused or contributed to event. This code was selected as the most probable complaint cause based on the information available. The reported damage likely occurred as a result of an unintentional user error during the device unpacking and preparation.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that stent damage was encountered. A percutaneous intervention procedure was being performed. The target lesion was located in the left main trunk. A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during preparation, it was noticed that the stent was distorted and deformed. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. However, returned device analysis revealed a stent detachment.